Event description:
The patient reports being weaned off baclofen in preparation for explant of pump due to kidney pain and swelling at the waistline and between legs.the patient requested to have to pump removed as she was not happy with the results of the pump. The pump had contained lioresal 500 mcg/ml and had been weaned down and replaced with saline. The hcp confirms the patient had experienced some swelling but felt it was related to the pump or baclofen. The hcp reports many attempts were made to adjust the dose of drug, but even with minor increases the patient would feel "overly floppy". The patient has been referred for pump removal. Additional information has been requested, but was not available on the date of this report.